Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cook .035 inch. Endologix aortic endograft. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture was not returned for analysis. A review of the receiving and inspection records for the suture found that the sutures for this lot passed inspection and were within specifications. The device is designed to be loaded onto a guide wire 0.038 inch or smaller. Based on the investigation findings, the report of the suture breaking could not be confirmed and no root cause could be determined. It was also reported that difficulty was experienced during loading of the device onto a 0.035 inch guide wire in the calcified right common femoral artery. During testing, the device was loaded onto a proxy 0.035 inch guide wire. There was some resistance felt, however, the device was able to be loaded. As the flex tip of the guide wire exited the ramp, dried blood was pushed out. The coagulated blood was the cause for the resistance during testing. The report of the access site being calcified may have been a contributing factor in the event. Some of the causes for a suture break as noted is the user training and trouble shooting guide are as follows: the suture is nicked by the rotation suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion to apply tension vs. Pulling coaxial to the suture trimmer. To prevent break use slow, constant, and increasing tension, keep suture limbs coaxial at all times. Based on the inspection criteria, testing result and analysis of the returned device, a cause for the reported experience could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure using a preclose technique of the calcified right common femoral artery after an endovascular repair of an abdominal aortic aneurysm. Reportedly, after reinserting the .035 inch guide wire, difficulty was encountered during advancement of the guide wire through the device. The guide wire was removed and the use of the back (stiff) end of the wire was necessary as it appears there was a defect in the device approximately 1 to 2 cm from the tip. After the endovascular repair, during closure, the sutures were reported as fragile and broke during advancement of the knot. Another proglide was used to achieve hemostasis, supplemented by 3 minutes of manual compression. There was no adverse patient sequela. No additional information was provided.